Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation record received. Litigation alleges corrosion, friction wear, amounts of toxic cobalt-chromium metal debris, pain and difficulty. It was also indicated that there was discomfort and inflammation. Doi: (B)(6) 2010; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. In addition to what were previously alleged, pfs alleges pain, and elevated metal ion levels. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain secondary to failed hip arthroplasty with mom prosthesis. Surgical pathology reported benign fibroadipose tissue with associated metallosis. Clinical notes reported difficulty in ambulating. Doi: (B)(6) 2010; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.